Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed non-physiologic noise resulting in inappropriate therapy. Boston scientific technical services (ts) reviewed the episode and noted high-amplitude noise in combination with baseline shifts. Ts indicated that these kinds of artefacts are a result of sudden changes in the impedance pathway of the sensing vector which can be caused by incomplete lead insertion or other impairment of the lead contact in the header. Ts suspects sense b node issues. Ts recommended performing isometrics and x-rays. Surgical intervention was performed, and examination of device-to-electrode connection confirmed appropriate insertion/connection. Due to baseline shifts observed in alternative and secondary sensing vectors, the physician elected to replace the system as it was difficult to trace the source.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed non-physiologic noise resulting in inappropriate therapy. Boston scientific technical services (ts) reviewed the episode and noted high-amplitude noise in combination with baseline shifts. Ts indicated that these kinds of artefacts are a result of sudden changes in the impedance pathway of the sensing vector which can be caused by incomplete lead insertion or other impairment of the lead contact in the header. Ts suspects sense b node issues. Ts recommended performing isometrics and x-rays. Surgical intervention was performed, and examination of device-to-electrode connection confirmed appropriate insertion/connection. Due to baseline shifts observed in alternative and secondary sensing vectors, the physician elected to replace the system as it was difficult to trace the source.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.